Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical engineering department with a note indicating an alarm condition. No specific pt information, pump programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.